Event description:
An elderly patient underwent peripheral vascular angiography for claudication, abnormal non-invasive studies, foot wound and peripheral arterial disease (pad). During the procedure, while the provider was slowly removing the sheath, patient sustained a severe spasm in the left radial artery despite intra-arterial nitroglycerin and anesthesia. The sheath fractured leaving a portion of the sheath from patient's left wrist to left shoulder in the vessel. Hemostasis was achieved with suture to radial artery proximal to the insertion site of the sheath. Patient was emergently transferred to another hospital for vascular surgery. Patient underwent left radial artery exploration, removal of the retained sheath and repair of the left radial artery. Patient tolerated procedure well and was discharged in stable condition the following day. Manufacturer response for sheath, terumo r2p destination slender guiding sheath (6 french) (per site reporter) packaging and sheath were given to terumo territory manager. He contacted terumo and filed a report with manufacturer. Retained piece of sheath was successfully removed by vascular surgeon at another hospital during emergent procedure.